Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the methylene blue test in a laparoscopic bypass procedure, a leak was detected in the anastomosis. The surgeon oversewed the staple line to stop the leak.